Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited accelerometer driven pacing near the maximum sensor rate while the patient was at rest. Disk analysis was performed confirming accelerometer activity and an increase in paced rate occurred during atrial tachycardia response (atr) mode switch due to atrial fibrillation. During review, it was noted that the device showed periods of extended high atrial burden resulting in atr mode switching; boston scientific technical services (ts) suggested the physician may want to consider reprogramming from dddr to ddir or vvir mode. Some intermittent instances of high out-of-range left ventricular (lv) lead pace impedance measurements were also observed though measurements were largely stable and within normal limits. Suggestions for additional evaluation were provided. The device was reprogrammed to no longer utilize rate response. The patient is scheduled for additional follow-up in coming weeks. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient presented to the clinic for additional follow-up. The physician elected to re-enable the accelerometer after it performed as expected during a hall walk. However, shortly after it was re-enabled, the sensor driven rate increased to 100 bpm while the patient was sitting at rest. The sensor was again disabled pending further review. A ts agent presented for additional in-clinic testing and collected additional device data. Accelerometer response appeared normal and there were no indications of a device issue. The cause of the reported behavior could not be determined and no subsequent instances were observed during testing. Ts advised while the behavior could not be recreated, it would be appropriate for the accelerometer to remain off at the physician's discretion. This system remains in service.